Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive. The device was not returned for evaluation and remained in the patient. There were suboptimal medical documentation and imaging studies available for this review. Product use was incongruent with the IFU due to: the left common iliac artery diameter of 8 mm; a conical neck with a greater than 15% change in diameter (20 %); and, a near 70° lateral angulation of the aortic neck. Cautionary product use conditions that might have contributed to this complaint included: the patient's history of renal insufficiency due to the inability to tolerate contrasted surveillance. The stent graft complaint of a complete proximal component separation was substantiated, but the presumed type iiia endoleak was not demonstrated radiographically. A type iiia endoleak was supported within the medial documentation. The successful secondary procedure of a bridge stent was substantiated. The final patient disposition was not known, but it was reported that the patient tolerated the procedure well. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issues could not be identified.

Event description:
It was reported that approximately 31 months post implant of a bifurcated device and two suprarenal aortic extensions, an endoleak was identified. Reportedly, a computed tomography revealed an endoleak between the components. The physician treated the patient with a competitors device to seal the endoleak. The endoleak was sealed and the patient tolerated the procedure well.